Event description:
Customer reported via phone, the threshold suspend feature was activated and she was unable to clear the alarm. Customer's blood glucose was 78 mg/dl, corrected with food. None of the buttons on the device was responding and she was unable to clear the alarm. The device was dropped in the pool on (B)(6) 2015. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit had unresponsive buttons due to moisture damage on lcd board and per visual inspection. Unable to perform any test due to unresponsive buttons. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.